Event description:
Upon receipt of the product and by a follow-through with a hosp rep, co was informed that during a procedure a guidewire got jammed in the catheter. The physician then removed both devices and detected a leakage at the junction. There were no complications to the pt as a result of this event.